Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that during a post deployment angiogram of a 3.0 mm x 28 mm xience v a dissection was noted on the distal part of the stent in the moderately calcified, mildly tortuous, mid left anterior descending artery. A second 2.75 mm x 18 mm xience v was used to treat the dissection. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. The patient was reported as doing fine. Though requested, no additional information was provided.